Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device batch, and no non-conformances were identified. To date it has been reported that the device will not be returned. If the device or further details are received at a later date a supplemental medwatch will be sent. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient underwent their second cesarean section surgery on (B)(6) and suture was used. It was reported that the problem of pulling off suture needle had happened. The procedure was completed using a new like device and there were no adverse patient consequences reported. No additional information could be provided.